Event description:
Per the surgeon, the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report.